Manufacturer narrative:
(B)(4). The insulin pump was received with blank display due to severely corroded electronic assembly. Using a test pcba1 and the original pcba2, the insulin pump was unable to power up. The insulin pump still had blank display. Using a test pbca2 and the original pcba1, the insulin pump was unable to power up. The insulin pump still had blank display. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to blank display. During visual inspection, the power connector was plugged in properly. The motor had moisture damage, the force sensor was corroded and the keypad flex traces was corroded. Insulin pump had cracked battery tube threads, cracked case at the corner of the belt clip rail, minor scratched display window, scratched case, faded/stained serial number label, pillowing keypad overlay and stained keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had a crack in the battery compartment. No harm requiring medical intervention was reported. The device was returned for analysis.